Event description:
During a hemorrhoidectomy procedure, the stapler showed to be faulty because of the missed circular section of the mucous and because of the missed clips application in several parts. During the stapler extraction, the dr. Noticed that the stapler had only partially cut the wall and that the clips had not closed. The hemostasis was achieved manually. There was no pt consequence.

Manufacturer narrative:
H4; info is unavailable, device was not returned for evaluation.